Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was difficult to open and close jaws. The surgeon noticed device activating without activation button being pressed. There were no patient consequences. Case completed with defective device. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.